Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that the pt reported experiencing low voltage for two days. After being admitted to the hosp, the pt started experiencing multiple red heart alarms. A decision was made by the hosp to place the pt on pneumatic support using an ip console and stroke volume limiter (svl) as the waveforms evaluated indicated that the pump was not filling properly and the pt was symptomatic while on the power base unit support. The MFR's rep spoke with the vad coord and recommended that the sys controller be exchanged which resolved the reported alarms. However, two days later, the pt was re-admitted at the hosp due to multiple red heart alarms and as a result was placed back on pneumatic support. Vent filter analysis sent to the MFR revealed evidence of bearing wear; however, according to the hosp, the pt is not a surgical candidate for another lvad and was going to be placed on hospice care.

Manufacturer narrative:
The pt remains in hospice care and is ongoing with the MFR's lvad with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.